Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon. The pinhole was located at 4mm proximal to the proximal edge of the distal markerband. A visual and tactile examination of the returned device identified no kinks or damage along the entire length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Following the deployment of a wallstent, a 12.0 x 60, 135cm mustang balloon catheter was advanced for post-dilatation. However, during first inflation, the balloon ruptured and would not expand. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Following the deployment of a wallstent, a 12.0 x 60, 135cm mustang balloon catheter was advanced for post-dilatation. However, during first inflation, the balloon ruptured and would not expand. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.